Event description:
Information was received from a healthcare professional regarding a patient who was receiving lioresal (baclofen), concentration 500 mcg/ml at dose/frequency 102 mcg/day via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that an alarm was not heard and was confirmed by telemetry. It was reported that the extended care facility may not have heard the alarm, and that the patient did not have a family member with them all of the time. It was reported that the patient was non-communicative. It was reported that a critical alarm had occurred and that logs revealed a low battery reset occurred on the date of the event. It was reported that the patient was "tight." It was reported that the physician would not be programming the pump out of minimum rate but rather the pump would be replaced on (B)(6). It was reported the pump would come back to the manufacturer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the pump was in safe state (minimum rate mode). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. The healthcare professional (hcp) confirmed the patient had experienced muscle tightness. The pump was at the end of battery life and the patient was scheduled for a pump replacement. It was noted the patient was not hospitalized. The issue was noted to be with the patient's pump and not with the lioresal in the pump. No additional information was provided.